Manufacturer narrative:
Investigation summary: 03/16/2026. The reported complaint of leakage could not be confirmed. No visual anomalies were observed on the returned set. When the returned set was primed and pressure leak tested, no leaks were observed on the returned set. Without the reported sample, the complaint could not be confirmed. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
The event involved a manifold 2 port/off/right 3-way, transpac it, 60" admin. Set, 48" pt tubing where the customer reported that during coronary angiography procedure, there was leakage from the manifold between the transducer and the second tap. The fluid leaked and pressure in the transducer was affected, which resulted in losing the hemodynamic monitoring. The transducer was replaced to continue the procedure. The set was primed with nacl 0.9%. There was patient involvement and delay in therapy, but there was no patient harm reported.